Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the gripper line break and difficult or delayed positioning. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line (gl) brake it was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with grade of 4. Two clips were implanted successfully. A third clip delivery system (cds) was advanced to further reduce mr. During use of the cds, the clip became caught in chordae. Troubleshooting was performed, and the clip was freed with no damage noted to the chordae. It was decided to remove the clip. However, after inverting the clip, the physician recognized that the gripper line was broken. The physician decided to remove the complete system and to abort the procedure. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.